Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient went to a concert the other night and when they were getting ready to leave, they felt like the device was stronger and doing something that they didn't usually have it set on. When they stood up, they were feeling it and it felt so strong and they couldn't think of anything else at the time, sort of like when they first got the implant. They got home and used the patient programmer to check the settings and it showed that the setting was at 2,2, and seeing the comma instead of the period was not right. They turned the device off and after they did that, they saw a power on reset (por) message on the programmer. They tried changing the programmer batteries and that did not resolve. They last used the patient programmer sometime between (B)(6) and did not recall seeing any messages at that time. The caller did not encounter any emi at the outdoor concert and has not had any recent medical tests. Patient services reviewed the meaning of the por message and redirected the patient to their healthcare provider (hcp). Patient services emailed patient registration to update the patient's last name. The patient added they have multiple sclerosis (ms) and if the device was end of service (eos) they were considering a full body MRI conditional system. Patient services reviewed that a replacement lead would be required.